Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 (B)(4) was informed about customer complaint where it was indicated that the resident fell out of the sling onto the floor during transfer with maxi move lift and sustained a concussion. It was noticed that the cna stated the resident through her continuous movements which she has, had kicked the clip attachment with her leg and the sling clip became detached. To obtain additional information regarding the incident our representative reach the dns and the dns stated the injury was a hematoma to the posterior/back of her head. Post fall the resident was immediately transferred via ambulance to the local hospital. The resident prior/previously had a displaced posterior left hip. The hospital did some x rays, etc. On her and transferred her via ambulance to other hospital to conduct sd (for further evaluation). It was determined by the physicians that the resident's problem other than the hematoma was a chronic problem and not a new problem. The resident was then transferred back to the facility via ambulance.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it was indicated that the resident due to her continuous movements kicked the clip attachment with her leg and the sling clip became detached from the spreader bar of the lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. Despite on our best efforts, the lift and the sling device were not inspected, as it was reported that both (the lift and the sling) were used after the incident and were not quarantined by the customers facility. No malfunctions were indicated that could have caused or contributed to the event. Error cause was indicated as "use error". However, based on the above statement it cannot be clearly indicated if the lift and the sling which work together as a system have been to specification from a functional perspective when the event took place. The sling and the lift were being used for patient handling but it appears it contributed to the event due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. During the clip detachment, the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations. Following information received, the resident is prone to continuous movement and it was reported that the resident kicked the clip attachment with her leg and the sling clip detached. Our simulations show that from a seated position, the knee or thigh is higher than the clip and therefore can not come under it to kick it off. From a horizontal position, the knee or thigh is under the clip, but cannot reach it. Only very rarely we are presented with an event description that makes note of a person in the sling making or being prone to making specific movements. Even within those cases, it is rare that an actual link is made in the description itself that the resident's braced leg movement caused a clip to come undone. The clip to become completely detached there needs to be an additional movement that pushes the clip outward, away from the hanger bar once it has been pushed upward. This does not appear to be likely occurrence. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position (bed in this case) and a leg clip is not attached. As is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering, the weight shifts towards the missing clip strap and the person falls out. There is a possibility that cnas did not follow the labelling and did not check the clips, if those are correctly attached and remain in tension, as the weight of the resident is gradually taken up. Per labelling, the user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi move lift instruction for use (IFU) currently used (001.25060 rev.11) contains the crucial information: "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up". From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Based on the information received the post incident re training has been already provided to the involved caregiver staff. We find this complaint to be reportable to the competent authorities.